Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia(heavy menstrual bleeding)') and systemic lupus erythematosus ('lupus') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the menorrhagia, systemic lupus erythematosus, dysmenorrhoea and fibromyalgia outcome was unknown. The reporter considered dysmenorrhoea, fibromyalgia, menorrhagia and systemic lupus erythematosus to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain, bleeding, other injuries/symptom. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2007: essure confirmation test not specified. Results not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pain: dysmenorrhea (cramping), bleeding: menorrhagia (heavy menstrual bleeding), lupus & fibromyalgia. Reporter's information and lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.